Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician was attempting to place a taxus express2 2.75x32mm drug eluting stent in an unknown vessel. While trying to advance the catheter to the lesion, with force, the catheter bent. The damaged catheter was removed and the physician tried to straighten it and it broke. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.